Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported endophthalmitis in an eye following an intraocular lens (iol) implant procedure. The patient recovered quickly and was then diagnosed with iridocyclitis. The lens remains implanted.

Manufacturer narrative:
(B)(4).